Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle contained foreign material. Additionally, the plastic distal end cover was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the cause of the foreign material remaining in the device could not be specified. Additionally, although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatmenta tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.